Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding air in the patient line while on the homechoice (hc) machine during initial drain. The caregiver (cg) stated that the home patient (hp) had forgotten to open the patient line clamp during priming and the patient line had air all in it. The hp had not noticed that until after the initial drain had started. The technical service representative (tsr) explained that hp would need to start over with new supplies. The tsr then assisted with the ending therapy early procedure. The cg ended therapy and would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a sample evaluation was not conducted. This complaint for air in the patient line was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Per the complaint information, the patient had connected the patient line that was not primed properly due the clamp being closed on the patient line during priming. Per the complaint information, the cause of the air in tubing is user error - the patient had connected before priming was complete. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.